Event description:
IV fluids have dripped or leaked down into the pump interlock connection area (where the channel connects to the brain or a channel connects to another channel). This creates a fire/smoke hazard. The connector begins to arc, this creates a lot of smoke and burns the connections in two and the machine shorts out and shuts off.